Event description:
It was reported that the patient presented with l4-l5 spondylolisthesis and herniated disk with neurologic deficit; chronic back and leg pain progressively worsened with foot weakness. On (B)(6) 2011 - the patient underwent l4-l5 posterior lumbar fusion using bmp - ¿disk spaces were filled with local autograft, ceramic granules and rhbmp-2/acs. Additional autograft, ceramic granules and rhbmp-2/acs was placed in front of the spacers and between the spacers.¿ on (B)(6) 2011 - CT lumbar spine revealed partial ankylosis of the lower thoracic spine, degenerative facet changes at l5, s1, no foraminal encroachment at any level, discogenic bulge and a broad-based manner at l3-4 with modest effacement of the thecal sac similar to the findings on the prior study of (B)(6) 2011. On (B)(6) 2012 - CT patient presented with ls-spondylolisthesis and lbp. CT scan indicated generally stable findings when compared to previous exam, grade 1 anterolisthesis is stable, fusion hardware is intact and the implant is fixed in position, central canal has been widely decompressed by laminectomies, mild foraminal stenosis on the right due to facet arthropathy disc/osteophyte intrusion, modest disc/osteophyte intrusion into right foramen.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.